Event description:
The customer reported that the system doesn't show the image. The monitor card cable was defective.

Manufacturer narrative:
(B) (4). The ge service rep replaced the ccd video board. The system operates as intended.